Event description:
The user facility reported via medwatch report # (B)(4) that, "surgical lights in or #1 are blinking on and off continuously during a surgical procedure. Had to remove light handle and operate the light manually by the circulator. Scrubbed team cannot operate it." No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the serial number that was provided in the medwatch did not align with any steris equipment; therefore, the serial number is unknown.